Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that experienced high blood glucose and low blood glucose of 500 mg/dl. Customer¿s current blood glucose was 84mg/dl,263mg/dl,149mg/dl,206mg/dl. The customer treated with the manual injection and for low blood glucose treated with food. Troubleshooting was done for high and low blood glucose and under and over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer did not allege pump was over delivering. The insulin pump will not be returned for analysis.